Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Additionally, it was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended. The customer's blood glucose was 70 mg/dl. The customer continued to use the pump for insulin therapy.